Event description:
A female underwent aaa repair in 2009. The pt had a previous device placement in 2005 that consisted of a zenith main body and two zenith iliac leg grafts. The secondary procedure was necessary due to growth of the aneurysm. The physician placed two iliac leg grafts. The status of the pt at this time is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements met the need of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure, in regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. Routine pt monitoring. The root cause of the endoleak is unk at this time; however, it is speculated that anatomical changes over time may have been a contributing factor as the original procedure was in 2005. We will continue to monitor for similar events.